Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; a printed circuit board was found out of electrical specification. Analysis also found intermittent noise from system fan, intermittent clicking noise from printer, and a bent tab on power cord bay door.

Event description:
It was reported the wand connection works intermittently. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported the wand connection works intermittently. It was also reported there is noise on atrial channel of analyzer. The programmer and analyzer were returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.